Event description:
It was reported that a catheter location balloon leak occurred during a transurethral microwave treatment. The physician inserted the catheter without any issues. While pulling back on the catheter to position the location balloon, no resistance could be felt and the catheter slid out. Upon removal of the catheter, it was noted that the location balloon was leaking. The location balloon was tested in accordance with approved protocol before being inserted into the pt; no issues were detected during testing. The location balloon leak occurred prior to energy delivery to the catheter. No pt injuries or complications were reported.

Manufacturer narrative:
The device history record for the catheter was reviewed; all mfg and quality assurance testing was carried out in accordance with standard procedures, and the device met specifications at the time of release. The catheter was returned for analysis. Visual inspection of the catheter confirmed a large tear in the location balloon. Although the location balloon leak was confirmed, the cause of the leak remains unk.